Manufacturer narrative:
It was reported that the professor had to retrieve the stent straight away because the flanges were not opening up. When he removed it, the cover was completely degraded and full of holes. Through the attached photo, it is confirmed that only one side of the flares were expanded. The expanded flare part had multiple cover holes. It was confirmed that the part that did not expand had expanded after removal. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is impossible to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based on the description "we had to retrieve the stent straight away because the flanges were not opening up" and the expanded stent flare part after removal, it is assumed that the stent was expanded slowly due to the patient lesion's condition and pressure, etc, so the doctor has judged stent expansion failure. In addition, based on the damaged cover and multiple cover holes on the expanded stent flare in the attached photo, there is a possibility the cover might have been damaged due to forceps etc during the removal process. However, it is hard to identify the exact root cause since the description is limited and it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" and "potential complications associated with the use of niti-s hot spaxus stent may include, but are not limited to: inadequate expansion, separation of coating material from stent". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On 5/7 professor did his first hot spaxus case and it didn't go well at all. We had to retrieve the stent straight away because the flanges were not opening up. When he removed it, the cover was completely degraded and full of holes and that's probably why the flanges didn't open up, because the struts might have been stuck within each other.